Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: hi (result > 33.3 mmol/l on aviva combo system) and 13.0 mmol/l (aviva nano system). Customer used the same strips from same strip lot on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, customer has discarded the strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Device will not be returned.